Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined from the 22g insyte autoguard unit that was provided for investigation. The IV catheter was received separate from the needle and the needle was received fully retracted in the safety shield. A v-shaped breach was observed in the catheter tubing, which was indicative of needle puncture damage. As the catheter had been removed from the needle and the returned sample exhibited evidence of use, it could not be determined if the damage occurred during manufacturing or during use. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global blu 22ga x 1.0in needle went through the catheter. It was reported by customer that when inserting the IV they felt a deviation in the catheter, they removed the catheter and needle and have to use a second device. There was a kink/hole in the catheter. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(6). Customer (hospital) name: xxxx. Customer address: xxxx. Contact name: xxxx. Phone: xxxx. E-mail: xxxx. Correspondence language: english. Cat# of product being complained: bd381023. Description of product: catheter ins ag 22gx1.00 in 50 ea/bx 4 bx/ca (200). Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: 05 mar 2025 hospital complaint reference #: (B)(6). Details of complaint (reported issue): "when the nurse was inserting the IV she felt a deviation in the catheter, she removed the catheter and needle and have to use a second device. There was a kink/hole in the catheter. Occurred during patient use ¿ minor injury reported" additional information will be sent via separate email. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.